Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not stay inflated and water and urine leaked from the shaft of the catheter. The device was replaced. No patient injury was reported, and no medical intervention was required.

Manufacturer narrative:
Received 1 used catheter with the drainage bag still attached and the tray labeling. Per the visual inspection, no damaged were observed. Per the functional evaluation, the catheter balloon was inflated with 10 cc of a mix of tap water and blue methylene using a syringe, and a water leak at the trifurcation site was noted. This could happen during the funnel de-molding process. The reported event was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not stay inflated and water and urine leaked from the shaft of the catheter. The device was replaced. No patient injury was reported, and no medical intervention was required.